Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. No pt manipulation or trauma was reported that could have contributed to the high lead impedance. Full revision surgery was performed. Good faith attempts to obtain the explanted product for analysis have been unsuccessful to date.